Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device or close. No clip fired on the next attempt. Another attempt was made and the next clip was able to properly load and close. The remaining clips were all fired and only one was unable to load properly. The sample was received as part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused or contributed to this event. Other remarks: close. The device was received with 12 clips remaining in the channel indicating that the end user fired 3 clips. It could not be determined what caused two of the clips to be unable to load properly. No further action will be taken.

Event description:
The clips fell out of the device and into the abdomen during the procedure. The fallen clips were removed by the physician. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600415 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips fell out of the device and into the abdomen during the procedure. The fallen clips were removed by the physician. There was no patient injury.